Event description:
It was reported that while in use on a patient, this 980 ventilator generated background fault diagnostic codes indicating graphical user interface (gui) minor fault, breath delivery (bd) minor fault and backup ventilation (buv). There was no reported injury to the patient.

Manufacturer narrative:
H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. It was reported that while in use on a patient, this 980 ventilator generated background fault diagnostic codes indicating graphical user interface (gui) minor fault, breath delivery (bd) minor fault and backup ventilation (buv). The product sample or additional information from the account were not available for analysis. Based on the evidence available there was not enough information to make any cause determination. Good faith efforts were made to obtain additional details related to reported event to which there was no further information available from the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.